Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (primary UDI #). Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a faulty transistor on the main board. The main board was replaced and the device was returned to zoll inventory. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.